Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that she lost consciousness prior to the event, and was unable to be woken up. The customer was experiencing high blood glucose levels of 498 mg/dl at the time of the call, and was unable to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.